Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 4 of 5 reference MFR. Report#: 3006705815-2020-31673 reference MFR. Report#: 3006705815-2020-31674 reference MFR. Report#: 1627487-2020-31950 reference MFR. Report#: 3006705815-2020-31675.

Event description:
Device 4 of 5 reference MFR. Report#: 3006705815-2020-31673. Reference MFR. Report#: 3006705815-2020-31674. Reference MFR. Report#: 1627487-2020-31950. Reference MFR. Report#: 3006705815-2020-31675 additional information received revealed cultures were taken and the patient tested positive for staphylococcus infection. The patient was sent to an infectious disease specialist on (B)(6) 2020. Several days later the patient's scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 4 of 5. Reference MFR. Report #: 3006705815-2020-31673, reference MFR. Report #: 3006705815-2020-31674, reference MFR. Report #: 1627487-2020-31950, reference MFR. Report #: 3006705815-2020-31675. It was reported purulent discharge and bleeding were located at the patient's ipg and lead site. In turn, the patient was administered antibiotics. The patient later underwent a wound wash out procedure on (B)(6) 2020 to address the issue.